Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had noise causing brief pacing inhibition in stored electrograms. The lead was noted with failure to sense. The patient was device dependent and was experiencing light-headedness. The lead was capped and replaced on (B)(6) 2018. No further information was available.